Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer received a minimum fill notification with 150 units of insulin. Reportedly, the customer did not remove the air from the cartridge prior to filling it with insulin. Customer's blood glucose level ranged from 353 (mg/dl).